Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that post implantable cardioverter defibrillator implant, occasional atrial far field oversensing was observed on the ventricular channel. Programming changes were performed. The patient was stable.